Event description:
The customer's father reported that the insulin pump counts up, then the screen goes blank. Troubleshooting was performed, and the insulin pump continued to go blank after counting up. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the motherboard.